Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified alarms occurred that terminated insulin deliveries. Customer's blood glucose level was not impacted by the alarms. Although requested, no additional information was provided.